Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to bed with high blood glucose at 400 mg/dl and awoke with blood glucose over 700 mg/dl. Upon removing the infusion set, the cannula was bent. Customer reportedly changed out the infusion set twice and did not experience further issues since this incident. Nothing further reported.